Event description:
Customer reports the following: "staff reported to biomed that pump is having cassette and tubing errors once running, error is tubing set not recognized. Biomed tried 2 different cassettes and same problem, waiting for confirmation that pins are clean and for pump to be turned on so logs can be downloaded. No patient harm. 4/26 - downloaded logs and confirmed pins/sensor area were cleaned." Preliminary review indicates that the outlet flag unexpectedly closed. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.